Event description:
The user facility reported that the procedure was a right common femoral artery, peripheral angiogram. An angio-seal device was utilized. There was no calcium in the common femoral artery (cfa). The tech pulled back after setting the anchor and the entire angio-seal anchor and collagen pulled out of the vessel. Everything was intact. Manuel pressure was held until bleeding stopped. The patient was stable and the procedure was successful. Additional information was received on 07 mar 2022: a 6fr procedure sheath was used. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Angiogram showed appropriateness to use angio-seal. When the device was withdrawn the entire angio-seal unit (anchor and collagen) were completely pulled out of the access site.

Manufacturer narrative:
Expiration date - unknown due to unknown catalog and lot number combination. UDI - unknown due to unknown catalog and lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: clinical specialist. Manufacture date - unknown due to unknown catalog and lot number combination. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and non-terumo packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were fully separated, and the carrier tube was in the fully rear-locked position. The anchor and collagen were intact and were in their original positions at the distal tip. The proximal end of the carrier tube was found to have been deformed and kinked. No other signs of damage or deformation to the device were identified. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. The exact root cause cannot be determined. The DHR was unable to be reviewed as a valid lot/serial number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.